Event description:
It was reported that the patient presented for a scheduled leadless pacemaker implantation procedure. During the procedure, it was noted that the right ventricle leadless pacemaker (rvlp) could not be implanted due to the small size of the heart. The rvlp was ultimately not used. There were no patient consequences.

Manufacturer narrative:
Correction: b3 event date corrected to 3 sep 2025 as informed by the representative.